Event description:
I have oticon hearing aids, agil mini-rite model. They have a plastic dome that fits into the ear. On two occasions, I have had to go to an urgent care facility because the domes became dislodged from the device and got stuck deep in my ear canal. In both cases, a doctor had to dig deep in my ear to retrieve the plastic domes. That was quite painful. As was the headache I had when the domes got lodged in my ear canal. The date of the last event is listed below.